Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, no capture was possible following several attempts to position the lead. The procedure was aborted and a different device was implanted instead. The patient was in stable condition following the procedure. Related manufacturer report: 2017865-2017-01099.

Manufacturer narrative:
A complete lead was returned for analysis. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height measured within specification. The cause of the reported event was unable to be confirmed.